Manufacturer narrative:
Ongoing investigation. The MFR did not receive x-rays, or other source documents for review. As the lot numbers is not yet visible for the returned device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
Products for an existing complaint (reported under (B)(4) / 9613350-2015-00721 and 9613350-2015-00722 and 9613350-2015-00723) were returned to zimmer (B)(4). One of the products did not match the announced ref numbers. We assume that this product belongs to another event, as evidence of product being a retrieval was detected. This actual case was therefore opened. It is assumed that a patient was implanted an unk cup (the exact catalogue and lot numbers are actually not visible on the rec'd product) and underwent a revision surgery after a certain time in vivo. Implantation and explantation dates are unk. No additional information is available at the moment.

Manufacturer narrative:
The product could be identified during the investigation process. It is not a product manufactured by zimmer (B)(4). This case will be invalidated from our system since no zimmer product is involved. Please invalidate this case from your system. Zimmer reference number is (B)(4).